Event description:
Pt implanted with 11 screws, 11 locking caps and 2 rods for a t8-l5 posterior fusion on (B)(6) 2011. Surgeon skipped l1 - no pedicle screws were placed at l1. Postop follow up x-rays showed that 2 rods broke directly above the l2 screws. Pt reportedly was walking around and heard a pop. Pt revised on (B)(6) 2012. During removal of the left t11 locking cap the cap was noted as loose and completely out of the tulip head of the screw and floating in the soft tissue. The right t12 locking cap was also loose and still partially attached to the tulip head of the screw. The bilateral screws at t8 were noted as loose in the bone and were replaced with larger screws. The right l4 screw was noted as loose and was replaced with another screw. The remaining locking caps did not have any reported issues. The removed hardware consisted of 11 locking caps, 3 screws and 2 rods. Pt was re-instrumented and refused at t8-l5 with 3 screws, 3 rods, 13 locking caps and 2 hooks. The 3rd rod, 2 additional locking caps and 2 lamina hooks were added to provide additional support over the l1 space. Cultures were taken during several stages of the revision procedure and results were negative for acute infection. This is the 9th of the 9 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.